Event description:
During a f/u in (B)(6) 2010, episode related to ventricular oversensing was recorded in device memory; this oversensing events could be related to the minute ventilation sensor. Reprogramming the sensitivity or the phd feature was proposed to the user.

Manufacturer narrative:
(B)(4) 2010: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.